Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the pump was unable to prime during prime test due to faulty force sensor system. The motor was tested outside of the device and passed. The pump was received missing end cap sticker, minor scratches on lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 339 mg/dl. The customer stated that the pump has shown many errors in the past few days. The customer stated that they were able to activate the pump after rewinding 3-4 times. The customer was advised to discontinue use of the pump and revert to a backup plan. The customer will be sent a replacement pump.